Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a craniotomy on an unknown date and suture was used. The suture broke and frayed as it was being pulled through the target tissue. There were no patient consequences reported. No additional information was provided.